Manufacturer narrative:
Concomitant product(s): product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the therapy was turned off to perform an electrocardiogram (EKG) and when they tried to turn it on, one side would not turn on. This occurred on (B)(6) 2016. The hcp was assisted in powering the programmer off before communicating with the other implantable neurostimulator (ins). The hcp was also advised to remove the batteries and replace them and the hcp was certain they were over the ins. However, the same result occurred. The patient's indication(s) for use were movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.